Event description:
It was reported that this programmer screen would become unresponsive when using a display port out. Boston scientific technical services (ts) advised grounding adapter might help. The ts further discussed possible reason of the issue. Additional information indicated that the issue was not resolved. This programmer was out of service. No patient involvement.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there were error/fault codes had been recorded. There were error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.